Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardiac monitor failed to sense due to an electromagnetic interference. No intervention or patient condition were reported.

Event description:
Information was updated that the implantable cardiac monitor (icm) was damaged by a metal detector according to patient's relative and this could not be confirmed. Hereby, there was no electromagnetic interference or noise had occurred. The application of the icm was set-up and re-paired successfully.